Event description:
A malfunction alarm was reported, identified by malf 12 and fault ID 12-0x2071. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, as the malfunction code was resettable.